Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the touch pen (stylus) on the programmer could not be used intermittently in the right corner of the display screen. Technical support (ts) explained how to calibrate the touch pen, but the touch pen would not respond or reach the cancel button on the find patient screen. The screen finally cleared, and the company representative was able to cancel and select the programmer icon and demonstrations. The caller tried calibrating several times, but the issue was unresolved. Another programmer was used. The status of the programmer is unknown. There was no patient involvement indicated.